Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue occurred on an unspecified date between "(B)(6) 2015". The patient stated that they manage their diabetes by self-adjusting their insulin and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient experienced symptoms of "dizziness and shakiness" one and a half hours after the alleged issue began and stated that in response to these symptoms they self-treated by consuming additional food and/or drink at 4:30pm on (B)(6) 2015. No allegation of medical intervention was made. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue of the meter not holding charge has been a recurring issue. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged power issue began.